Manufacturer narrative:
(B)(4)

Event description:
The customer complained of a questionable low results for ise indirect na for gen.2 tested on a cobas 6000 c (501) module. The sodium data for 1 patient was provided. The initial sodium result was 128 mmol/l with a repeat result of 134 mmol/l. The initial result was reported outside of the laboratory. The repeat testing was performed on another analyzer. The repeat sodium result was deemed to be correct. The customer mentioned that a different patient was admitted to the hospital but declined to provide any specific test information or any further information about the patient. There was no allegation of an adverse event. The field engineering specialist could not determine a cause. He checked numerous components and replaced all of the reagents. He performed a green wash rack which cleans and conditions the ion selective electrode (ise) system. He calibrated and performed qc which were successful. He also performed precision testing. Further investigation showed that the customer had been having problems with their sodium calibrations and qc results prior to the day of event. This indicates insufficient maintenance being performed by the customer. The customer stated that they are no longer having any issues.